Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/04/2016 with the following findings: the complaint could not be investigated due to a blank screen issue. Leak testing revealed a bolus button leak and a battery compartment leak. Moisture was observed on the display flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.